Event description:
The customer contact reported a tubing rupture while in use with a power injector; subsequently blood was noted in the tubing. The tubing set was being used to deliver an unspecified contrast media during a CT scan. After an unspecified length of time in use, it was reported that the tubing ruptured where the slide clamp had been used for an "extended" length of time to clamp the tubing. An unspecified volume of blood was noted in the tubing. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was not returned since this is a known issue. The issue of split or burst tubing when using power injectors was evaluated under a formal investigation. It was determine that this is not a manufacturing or material defect. It was communicated to the customer that standard i.v. Administration sets are intended for general infusion and not recommended for use with power injectors. In addition, the infusion therapy account managers were advised of this issue and were provided with a product list of those high pressure sets that are appropriate for use with power injectors.